Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in 400's mg/dl. The customer stated that she had high readings since last night. The customer was assisted with her basal rates. The customer stated that she did not receive any alarms to indicate why she might be running high. The customer was advised to check for bent cannulas. The customer stated that there is only a little. The customer was advised to contact helpline if she needs to troubleshoot.